Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection requirements. A combination of patient and procedural factors appear to have caused or contributed to this incident. Product distributed as safari tavr. It was reported that the device involved in this incident is available to be returned for evaluation. To date the device has not yet been returned. Should the device be received a follow-up medwatch will be provided.

Event description:
Per cnf: a lotus valve size diam 25 lot number 14170038 was introduced and implanted over the safari wire 300cm length small curve. Introduction of the lotus device over the safari wire went very easy and with no issue. After the implant of the lotus valve and when retrieving the catheter over the wire out of the patient, we couldn't get of the device from the guide wire. Luckily the catheter was out of the patient, but the proximal small curve of the guide wire was still in the left ventricle. Even with a lot of force we could take of the catheter from the guidewire. Dr placed a pince on the guide wire (with causes a kink) and they used all forces and suddenly the cath went of the guide wire. We saw that the guide wire was damaged at the distal end of the guidewire, like a spiral coil. Using a 5 french pigtail to remove the guide wire from the ventricle was not possible, due to the damage on the guide wire. So a guiding catheter 7 french was used to remove the guidewire out of the left ventricle of the patient. No further action needed. The lotus introduction system lot n 14170038 + safari guidewire lot n 10409241 will be sent back to investigate.